Event description:
As reported, in 2006, this pt was implanted with a gore excluder aaa endoprosthesis. In 2007, all devices were explanted due to an endoleak with aneurysm enlargement. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note attached list of add'l devices implanted in this pt. Pxc181400/04270491, pxc181000/04250409.